Event description:
Reportedly, when the technician search for the graphics of impedance and sensing saw a abnormal behaviour. Sometimes the sensing graphic's didn't show any kind of values and this overlap some sensing measures quite strange (values around 40mv). The patient didn´t report any symptoms, but it's a very strange behaviour.

Manufacturer narrative:
Please refer to the attached report the analysis of the provided data related to vdr sn:(B) (6), dated 01 august 2024 revealed that: some values between 15 may 2024 and 10 june 2024 are aberrant, as atrial lead and ventricular lead values. Before 15 may 2024, and after 10 june 2024, leads values are stable and in correct range. The data analysis revealed these values displayed between 15 may 2024 and 10 june 2024 are incorrect, due to a telemetry error during the in-clinic follow-up (frame repetition issue). Based on available data, no general issue is suspected on the device.